Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The senior medical affairs specialist spoke with the reporter/layperson (patient's son) in early 2009. The reporter supplied the following information. The reporter alleged that the patient's blood glucose result the morning of five days prior, with his onetouch ultra meter was inaccurately high at 379 mg/dl. The patient injected his usual dose of 50 units novolin 70/30 after obtaining the result, and then went to church. Three hours after taking his insulin, the patient reportedly began sweating. The family took the patient home where his meter reflected 40 mg/dl and when emt arrived they also obtained 40 mg/dl on their own meter. The patient, treated with jelly and a shot of glucagon, was not hospitalized. The products were replaced. The complaint is reported because the reporter alleged that the patient received treatment for hypoglycemia after an alleged inaccurately high blood glucose result followed by insulin administration.